Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed endocarditis and vegetation was noted on the leads. The patients implantable cardioverter defibrillator (ICD) system was extracted. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.